Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 309 mg/dl. The customer changed the infusion set the day prior to the hospitalization. After the set change, it was stated that the insulin pump alarmed no delivery several times, but the customer did not change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.